Manufacturer narrative:
Eval: a visual inspection of the returned product shows the lens is torn in half and one haptic is torn off and missing. Clear surgical residue on the lens. Conclusions: based on the complaint history and eval of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v into pt's eye and noticed the trailing haptic was torn off. The lens was removed and replaced with another staar lens with no pt injury or incision enlargement.